Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to the improper continuous flow of irrigation fluid that is required during the use of apollo probes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/17/2025, it was reported by a sales representative via (B)(4) that an ar-9831 ablation probe malfunctioned during a case, tip became black. Noticed during a case with no patient effect.